Manufacturer narrative:
(B)(4). Manufacturing date is 08/26/2016 ¿ 08/29/2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection (with a use of a microscope) was performed and noted a ruptured bladder. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate burst when it was filled with piperacillin. There was no patient involvement. No additional information is available.